Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman flx pro closure device and delivery system (wds) were selected for use. The transesophageal echocardiography (tee) imaging was difficult to visualize the laa. The 24mm wds was prepped, advanced, and deployed in the laa. After a recapture of the closure device, the patient became hemodynamically unstable with a drop in blood pressure. A pericardial effusion was found, and the procedure was cancelled. A pericardial drain was placed to treat the effusion, and protamine along with pressors were administered to treat the blood pressure. Approximately 600cc of fluid was removed and auto-infused back to the patient via cell saver. Cardiothoracic (CT) surgery was at the beside for assessment, however no surgical intervention was required. The patient stabilized, and the pericardial drain was left in place. The patient was transferred to cardiac care unit (ccu) for recovery and was reported to be doing well. The laac procedure will be reattempted at a later date.